Event description:
Per the clinic, the patient discontinued use of the device is 2000 (exact date not reported), for reasons unknown. The implanted device remain.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2014. This report is filed (B)(4) 2014.

Manufacturer narrative:
(B)(4). Implanted device remains.